Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v sbm 3.7mm 3.5mm 13mm assembly was received for investigation still connected to its abutment and crown. Visual inspection of the returned product identified fracture of the implant collar resulting in instability of the crown. The screw, abutment, and crown that were attached to the returned implant were not reported, and the malfunction is noted to have occurred at the implant level. So the screw, abutment, and crown will not be individually investigated. Pre-existing conditions were noted on the per and include the patient's reported diabetes and type iii low-density bone. The reported device was located on tooth # 13 and was used for approximately 6 years. Pictures or x-ray images of the implant site were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported infection, peri-implantitis and fracture. The reported complaint of fracture was confirmed, and the reported infection and bone loss events are non-verifiable based on investigation of the available information and returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report, d4: expiration date, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change ¿no' to 'yes', h4: device manufacture date, h6: evaluation codes, h10: additional narrative.

Manufacturer narrative:
(B)(4). Patient weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the patient experienced bone loss and infection. The implant fractured and was removed as a result. Tooth location 13.